Event description:
It was reported that the patient underwent a replacement surgery for their ipg. No complications, therapy restored.

Event description:
It was reported that the patient experienced low battery of 2.73 on their device and requested a replacement ipg. Surgery may take place to address the issue.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event, patient and device information. Further information was requested but not received.

Manufacturer narrative:
A patient experienced low battery on their device and requested a replacement ipg was reported to abbot. As a result, the patient's ipg explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.